Manufacturer narrative:
Due to an increase in reports of similar failures,(B)(4) was implemented. Investigation found a potential issue where if an intermittent loss of connection occurs between the speed control dial and the smartdrive electronics, a failure to deactivate the drive motor via pressing the dial face could occur. Further engineering analysis concluded that this anomaly would only occur if the speed control dial was powered on and in a forward rotated drive position. If the connection was lost during drive, the end-user would need to rotate the dial backwards to disengage the motor as the dial would not receive the signal to power off if/when the dial face was pressed.

Event description:
Received report claiming while the end-user was using the smartdrive mx2+ device via a speed control dial, claims the device will not stop when given a command via the speed control dial. No injuries were received as a result of this event.